Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 01dec2020.

Event description:
The customer reported touchscreen failure. There was no patient involvement. The manufacturer's technical services (ts) confirmed the reported issue. The customer calibrated the touchscreen and went into ventilation mode and was able to navigate though different settings. The unit successfully passed the required performance verification test.